Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was confirmed during product evaluation. This condition was caused by the door being broken in the latch area. The pump head door and required parts were replaced and the occlusion sensors were calibrated to correct the reported condition.

Event description:
This is a report of a flo-gard infusion pump with a broken door, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however it occurred in the "medicina a" department. There was no patient involvement, injury or medical intervention. No additional information is available.